Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed a small leak above the cuvette carousel of the unicel dxc 800 synchron clinical system. Customer reported that the volume of the leak was approximately 2 cubic centimeters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer via the telephone. Customer indicated that they replaced the syringe/syringe drive the day before. The fse instructed the customer to dry the well. Root cause is unknown.

Manufacturer narrative:
(B)(4).